Event description:
Approximately 2 months postoperatively, the patient experienced a myocardial infarction (non q-wave) and catheterization revealed two grafts anastomosed with aortic connectors were stenosed >=50%. Both grafts, one to the lpda and the other to the om, were then successfully stented and remain implanted. The territory manager indicated this was the first case of stenosis this surgeon has observed out of over 400 anastomoses he has completed with the aortic connector.